Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 191 mg/dl. Reportedly, the cause for the issue was due to a cartridge alarm occurring during insulin delivery. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.